Event description:
The customer reported that after a therapeutic plasma exchange (tpe) procedure, the operator noticed the patient's hematocrit (hct) increased by (B)(6)%. The patient's hematocrit increased from (B)(6)% to (B)(6)%.due to EU personal data protection laws, the patient information is not available from the customer. The weight was provided by the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the type of replacement fluid is unknown. A higher hct post collection can occur when saline or crystalloid solutions are used as the replacement fluid rather than albumin or plasma. It can take the body some time to re-equilibrate following a procedure as the composition of their blood is not the same as their blood was prior to the procedure even at 100% fluid balance. An immediate post procedure hemoglobin/hct is generally not as accurate as one done a few hours after the procedure. The run data file (rdf) was analyzed. The dlogs did not point to root cause of the greater than expected post hct. The system reported a fluid balance at the end of the procedure of 100%.this failure may also be due to potential sampling or measurement errors. Investigation is in-process. A follow-up report will be provided.

Event description:
The patient gender was obtained from the run data file.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause for the elevated hct could not be determined. The rdfs did not point to a root cause. The system reported a fluid balance at the end of the procedure of (B)(4). It was noted that the hct entered into the system was a percentage point lower than was reported for the procedure. While this should not have an impact on the patient¿s post measurement, it is important to enter accurate information into the system. It is possible that are placement fluid other than albumin or plasma was used and could have contributed to the elevated hct. Measuring the hct immediately following the procedure may also affect the measurement. This failure may also be due to potential sampling or measurement errors.